Manufacturer narrative:
Date of event: unknown/ asked but unavailable. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient is dissatisfied with an intraocular lens (iol) and was scheduled to explant the lens. Through follow-up, it was learned that the patient was complaining of not be able to read on the computer. The visual symptoms were significantly interfering with normal daily activities. Vision acuity in left eye 20/30, right eye 20/40, and near vision in both eyes (ou) 20/30. The lens was explanted and replaced with another johnson & johnson lens (same model, higher diopter.) There was no patient injury and there were no unplanned sutures or vitrectomy required. The replacement lens was successfully implanted. No additional information was provided. Patient had bilateral lens implants. This report captures the lens implanted in patients right eye. A separate report is being submitted for the left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: complaint lens was received, but not in its original lens case. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. The lens was cleaned, and lens damage was observed. No other cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.